Event description:
Additional information was received that the physician will to continue to monitor the lead due to high shock impedance measurements, with plans to bring the patient in for a follow up in 3 months to perform non-invasive programmed stimulation testing to evaluate the lead integrity. No adverse patient effects were reported.

Event description:
Boston scientific received information that high shock impedances of greater than 125 ohms were detected on this transvenous lead. A review of daily measurements showed a gradual increase to greater than 125 ohms ever since this lead replaced an old transvenous lead that also displayed rising shock impedances. Additional information was obtained, and it is believed the measurements involve a patient myocardium issue. No remedial action has yet been taken and the physician believes there is no connection or device issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.